Event description:
During routine testing, the user noted that there was no signal present on the monitor. The electrocardiogram trace on the chart recorder was normal. There was no harm to any pt. Inspection detected an open foil on printed circuit board 590315. No other problems were detected. No cause for the foil being open could be determined. The event is not occurring more frequently with greater severity than is usual for the device.